Manufacturer narrative:
The device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had a progressive rise in threshold. The pace/sense portion of the lead was capped and replaced and the high voltage portion remains in use. During the lead revision, insulation damage was observed - it was unclear if the insulation defect occurred during the revision - so the lead was repaired with a silicone repair kit. No patient complications have been reported as a result of this event. It was later reported that the device had unexpected early battery depletion. The device was explanted and replaced.